Event description:
It was reported to philips that the device failed/interrupted. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.